Manufacturer narrative:
Device label code for f10. Position 1 and 2: 1738. Evaluation: underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp.

Event description:
The iab leaked. This was the only info at the time of the report. The following was reported to datascope on 8/12/97: blood backup in the tubing necessitating removal. Event complications: none from the event - reported 7/28/97 and 8/12/97. Pt current status: pt. Expired on 7/26/97.